Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the startup process is too long. Upon troubleshooting, fse confirmed that the host pc was unable to power on, although the 220v power is working fine. Fse confirmed that the host pc was defective. To resolve the issue, fse replaced the host pc and reinstalled the software. The defective host pc was returned to philips for failure analysis. The cause of the failure was found to be a faulty power supply unit in the host pc. After replacement of the host pc, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host pc would not bootup. The device was not in clinical use at the time of the event. No harm to the patient or user was reported.philips has started an investigation of this complaint.